Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was damage to the female thread. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown. Device is an instrument and does not have an implant/explant date. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.